Manufacturer narrative:
This event was investigated by olympus. A device evaluation, review of the device history record (DHR), and review of the instructions for use (IFU) were conducted as part of the investigation. The device was returned to olympus for evaluation and repair. The evaluation was only able to duplicate the user report of "device cuts off frequently" one time while manipulating the cable, due to a shortage in the cable. It was also found the coupler base plate was bent causing an off-center image. A crack on the video connector housing was found which caused the device to fail the water leak test. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The root cause frequent disconnection was unexpected force added to the cable due to customer handling. This caused partial disconnection. It is likely that connection failure with the video processor occurred causing the frequent disconnection. The following statements are included in the IFU that may prevent the indicated phenomena: - "do not coil the camera cable with a diameter of less than 20 cm.the camera cable may be damaged." - "never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged." - "never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged." - "do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged." - "never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged." - "never use a clamp or forceps to attach the camera cable to another object." The device was repaired and returned by olympus. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported the hd autoclavable camera head connection to the video system center cuts off frequently. This event was discovered at the beginning of a cystoscopy. It was reported another unknown device was used to complete the procedure. No other devices were replaced during the procedure. An olympus light cable was reported to be used in conjunction with the camera head. Both the camera head and the light cable were inspected before use. No damage was noted on the cable and the inspection results of the camera head were not provided. As reported, there was no delay in the procedure, patient harm, or impact to patient care due to this event.